Event description:
Reported that plasma sample tested syphilis negative with questionable visual determination. Retesting of serum sample gave syphilis positive results that were confirmed as positive via another method.